Event description:
It was reported that during an implant attempt, the left ventricular (lv) lead exhibited sub-optimal thresholds and r wave amplitudes due to the patient's anatomy. Another lead was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).